Event description:
The customer did not properly secure the mobile senographe when transporting. The customer did not lock down the vertical column with the locking knob and the mobile van's air ride suspension was not operational. Following the first patient exam completed, the vertical column fell to the floor. A patient was not involved and no injuries were reported.